Manufacturer narrative:
(B)(4). Results: the 3maxc was stretched starting at the distal material transition approximately 130.0-192.0 cm from the hub. The marker band was present on the distal shaft of the 3maxc. Conclusions: evaluation of the returned 3maxc revealed that the catheter was stretched. If the device is forcefully retracted against resistance, damage such as stretching may occur. The root cause of resistance could not be determined. The neuron max identified in the complaint was not returned to penumbra for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2018-01290.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician felt resistance while retracting the 3maxc within a neuron max 6f 088 long sheath (neuron max) and, consequently, the 3maxc broke and began to unravel within the patient. The physician was able to fully retract and remove the 3maxc, and the procedure ended at this point. Upon removal of the neuron max, the physician saw that it was kinked. There was no report of an adverse effect to the patient.